Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection found that the reload was engaged with the instrument from line item#. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were found to be flush to sub flush with the cartridge surface. This is an indication that the device was fired in tissue thicknesses beyond the device¿s design intent. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush to sub flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: device fired but would not retract. Jaws would not open. The jaws locked on tissue. Tissue was removed from the jaws using a grasper. No unanticipated tissue loss. No extension of incision. No extension of surgery time. Nothing fell into the patient cavity. Additional information requested: did the device fire the full linear range of the reload? Did the device partially fire? Can you confirm that product is available and will be returned for evaluation? Could you please provide the UDI# for the handle? Could you please provide the UDI# of the reload? What surgical procedure was being performed? What was the date of the procedure? What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? What is the last known patient status? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected? If yes, is the damage permanent/irreversible?